Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). Due to character limitation in block e1: event site address: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that turning on the unit resulted in "electrical test fails code #50" on the machine. Initially it was believed to be a faulty motor control board issue and it was replaced. This did not fix the error, and further investigation found iron powder inside the pump assembly. A locking nut was loose and caused friction which resulted in the powder and noise to be made. Replacing the pump assembly fixed the issue. Device passed the performance and safety checks according to factory specifications and was returned to customer.

Event description:
It was reported by the user that the cs100 intra-aortic balloon pump (iabp) makes an unusual noise while in use on patient. However, no patient harm was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital, initial reporter name: (B)(6), event site address line 2: (B)(6)) a supplemental report will be submitted upon completion of our investigation.